Event description:
It was reported that the ventricular lead thresholds had increased and the patient had pocket stimulation. The lead was capped and replaced with an epicardial lead as the patient was noted to be occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.